Event description:
Boston scientific received information that approximately three months post implant, the patient with this defibrillator and leads was hospitalized due to a pericardial effusion. The effusion was drained and the patient received a blood transfusion. It was thought this issue was due to the patient's condition. According to available information, the intervention was successful and this system remains implanted and in service.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.